Event description:
A malfunction was reported on the pump, and initially, the caller was unable to resolve it due to a lack of charging supplies. Although the malfunction did not initially cause the customer¿s blood glucose level to exceed 500 mg/dl, later, while unable to perform a reset because of undergoing a heart procedure, the customer's blood glucose level rose to an unspecified high value. Once the customer returned home, they were able to reset the pump with technical support's assistance, after which they administered a correction bolus via the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if any issues reoccurred.